Event description:
The customer stated there were bad thunderstorms in the area and they lost power. When she restarted the integra 800 analyzer she received several alarms. One alarm indicated that a fuse was blown. The customer checked the analyzer fuses and noticed a burning smell. She removed the fuse and a puff of smoke came out of the fuse area. She stated the fuse casing was melted. No patients were involved in the event and no laboratory personnel were injured. The customer stated there have been issues with the ups attached to the analyzer and they have ordered a new one. The field service representative determined that during the power failure, the ups failed and the pcb power module was blown. He replaced the pcb power module, powered on the analyzer and verified the instrument initialized and went to standby.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.